Event description:
It was reported that the patients ipg will not hold a charge. It was reported that the leads also migrated. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively. The explanted device will not be returned due to hospital policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2158500, model: sc-2158-50, serial: (B)(4), batch: 15348993. Product family: scs-linear leads, upn: m365sc2158500, model: sc-2158-50, serial: (B)(4), batch: 16296000.